Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery had to be changed weekly. Multiple batteries and different types were used and did not last as long as expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/03/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/14/2014 with the following findings:a review of the device history indicated partially charged battery installations. The battery compartment was intact with no damage or corrosion. The battery cap secured properly to the pump. All current readings measured within specifications. The pump case was removed and no defects were observed on the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.